Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken reducer to be related to the customer reported complaint. For clarification, the reducer cap was found to be separated from the cannula. There were no signs of physical or cosmetic damage to the cap or the cannula. The septum shows no signs of damage, and remains installed in the cap. No pieces are missing. The root cause of this failure is attributed to a component failure. A review of the site's complaint history does not reveal any additional complaints involving this product. A log review was not conducted as accessories do not appear in the logs. There was no image or procedure video provided for review. This complaint is reportable due to the following conclusion: the conductive cannula reducer was broken upon opening the packaging. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur during use of the product. Follow-up was attempted, but the patient information were either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the top piece of the cannula reducer was separated when the package was opened. The cannula reducer was not able to be connected and used due to the separation. The procedure was completed robotically with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d9, g3, g6, h2, h3 and h10. Corrections: fields h7 and h9 should be blank as it was determined that this product and failure were not related to a field action. Intuitive surgical, inc. (Isi) failure analysis provided additional clarification regarding this product that was returned and analyzed. The metal tip on the reducer did not exhibit any damage or signs of separation from the reducer. The findings during investigation are not related to field action isifa2021-08-r.